Event description:
It was reported that as lvp 20d 3ss cv bv allowed air in the line. The following information was provided by the initial reporter: material no: 11522558 , batch no: unknown. It was report the ball in the drip chamber is allowing air in line.

Manufacturer narrative:
Investigation summary: one photo was returned by the customer. It was reported that the ball in the drip chamber is allowing air in line. The returned photo shows air bubbles in the tubing. The customer complaint can be verified. A device history record review could not be performed on model 11522558 because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss cv bv allowed air in the line. The following information was provided by the initial reporter: material no: 11522558 . Batch no: unknown. It was report the ball in the drip chamber is allowing air in line.